Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A report was received from health canada vanessa¿s law which states, "patient heparin drip running in a wrong dose ( 14000 units/hr or 140ml/hr ) ordered dose supposed to be at 1400 units or 14ml/hr as pr nomogram. Last dose changed at 0700. New bag hung at 0630 and pump programmed and double checked. Exponential error, 150cc/h or 15 000 units/h instead of 15cc/h. Rate changed based on prior aptt to 140cc/h instead of 14cc/h. During handover and am assessment, error caught and pump stopped. See attached for follow up regarding adding a hard limit to heparin and the fact that currently it is only a soft limit which the rn overrode. Pt rec'd 28 500 units over 2 hours. Heparin held until aptt normalized. No bleeding, no neuro changes. Reviewed independent double checks with rns involved and importance of attending to soft limit warnings. Escalated issue to cap and email attached shows status of project." Additional monitoring and blood work required but no harm detected.